Manufacturer narrative:
(B)(4). Lot 15b007 was manufactured from february 26, 2015 ¿ february 27, 2015. The device was evaluated at (B)(4). Visual inspection revealed white particulate matter in the device. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before use. The device was filled with piperacillin and tazobactam. There was no patient involvement. No additional information is available.